Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture behind the display and the pump lost power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 8/26/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment was cracked. It was also observed that the pump casing was cracked between the corner of the lens and the case seal. A leak test was performed and failed due to the cracked pump case with moisture on back side of the battery compartment, transceiver board and the display.